Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys rubella igg immunoassay (rubella igg) results for 2 patient samples tested on a cobas 8000 e 801 module. For patient 1 the initial rubella igg result was 0.28 iu/ml, non-reactive. The erroneous result was released outside of the laboratory, but was questioned due to the result being inconsistent with patient history. On (B)(6) 2018 the sample was retested on the same analyzer and a rubella igg result of 166 iu/ml, reactive, was obtained. For patient 2 on (B)(6) 2018 the initial rubella igg result was 0.909 iu/ml, non-reactive. The erroneous result was released outside of the laboratory, but was questioned due to the result being inconsistent with patient history. On (B)(6) 2018 the sample was retested on the same analyzer and a rubella igg result of 79 iu/ml, reactive, was obtained. There was no allegation of an adverse event. The rubella igg reagent information was not provided, but has been requested. The customer stated that the patients samples arrived to their laboratory already centrifuged and suspect that the samples may have had bubbles present on the top when the samples were analyzed. The investigation is currently ongoing.

Manufacturer narrative:
Further investigation determined that the root cause was related to the transportation of the samples. The customer receives the samples from an outside source and during transportation the samples were shaken causing bubbles to form on top of the samples. The customer now centrifuges the tubes before they are loaded onto the analyzer and the issue has been resolved.